Event description:
It was reported that during testing a bolt was found to be missing from the device. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that a bolt was missing was confirmed by the complaint specialist. Rough handling of the device an cause or contributed to the reported event.

Event description:
It was reported that during testing a bolt was found to be missing from the device. No patient involvement or procedural delays were reported with this event.